Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had low potassium levels. This ICD delivered numerous shocks and the patient was hospitalized. Upon interrogation, this ICD displayed a fault code message of high voltage on the leads.